Event description:
It was reported that a patient had an unknown infection that had an onset/diagnosis date of (B)(6) 2013. It was noted that the patient was seen in the clinic, the infection was noted, and the patient was admitted to the hospital for IV antibiotics. It was reported that the patient was complaining of new pain in the anterior legs that got worse when she leaned back or lay on her back. Reprogramming was going to be attempted to see if it helped with the new pain. Patient symptoms included drainage, incisional wound opening, and pain at the lead location. Three days later, it was reported that reprogramming did not seem to help the patient¿s new pain and the infection was getting better. The next day, it was reported that the device and lead were removed due to infection, the patient's other device and lead remained, and the patient was on five weeks of antibiotics. Three days later, it was reported that the patient¿s pain on the right side was better. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 37746 lot# serial# (B)(4), product type programmer, patient product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37742 lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).